Event description:
A hospital contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies, on behalf of a patient, on (B)(6) 2013. The hospital reported the following discrepancy: cgm was reading at 200 mg/dl and blood glucose meter was reading at 130 mg/dl. The hospital reported use of acetaminophen twice daily, which is a cgm contraindicated product, as taking acetaminophen containing products may falsely raise sensor glucose readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.